Manufacturer narrative:
Findings: failed battery test due to corroded battery tube and battery cap contact. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. Pump passed stop current and run current test. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call off no power alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarms were performed. Customer replaced the battery on the insulin pump however failed battery test recurred. Customer advised they did not receive a low battery alert before the off no power alarm. Troubleshooting was unable to resolve the issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.